Event description:
A tandem mobi cartridge alarm was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the alarm and determined a pump replacement was necessary; a replacement pump with updated software was sent to the customer, who was provided instructions for returning the defective pump and advised on actions to take with the new pump.